Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2023-17122. This supplemental report is being submitted to retract the previously reported event. Medical records received during the complaint investigation confirmed the patient has marfan's syndrome and the valve was explanted as part of an urgent repair of the arch and descending segment of the aorta, due to aortic aneurysm with dissection, which can commonly develop in patients with marfan's syndrome. This was unrelated to the valve, which exhibited no dysfunction, per the most recent echocardiogram, and there is no allegation that it caused or contributed to the dissection, as the aortic annulus is not proximal to the area of injury. Therefore, the explant of the device as part of this aortic repair is not considered a reportable event for edwards.

Manufacturer narrative:
Investigation for this report is ongoing. H3 other text : valve not retained for evaluation.

Event description:
As reported by implant patient registry, approximately 2 years and 11 months after a successful aortic valve replacement with a 29mm sapien 3 valve, the valve was explanted for unknown reasons and replaced with an aortic valve conduit. Additional information has been requested, and the device was not returned for analysis.